Manufacturer narrative:
PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a hair-like object was observed inside the sealed package during intake review at the facility. This device never made patient contact.

Manufacturer narrative:
. Investigation: evaluation: a review of an unused product sample, complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that there was an approximately 8mm long hair like fiber noted in the bottom right section of the sealed package. The fiber was curved and brown in color. No damage to the package was noted. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, controls are in place in both manufacturing and quality control to examine the finished device and finished package for foreign matter. However, our investigation determined this to be an isolated occurrence. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to manufacturing deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.